Manufacturer narrative:
(B)(4). Device was implanted in the patient, product return is not possible at this time. The film of applicable imaging studies were not returned returned to the manufacturer for evaluation either. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
X-rays taken immediate post-implant shows peek interbody device and anterior cervical plate. Front and back endcap markers are noted.

Event description:
It was reported that during a c6 corpectomy procedure, it was found that a peek implant was missing markers. The implant was implanted in the patient without any complications.